Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been by paramedics with hypoglycemia. The patient's blood glucose levels reached 20 mg/dl while wearing the pod. The patient also reported that they fell and lost consciousness. The patient was treated with gel and was given juice. The patient was released the same day at home. The pod was not worn when seeking medical attention.